Manufacturer narrative:
The reported events of failure to capture, failure to sense, low pacing lead impedance, and insulation damage were confirmed. A complete lead was returned in one piece for analysis. Electrical testing and x-ray examination did not find any indication of conductor fractures. An internal short between conductors was found at the proximal region of the lead. Analysis found outer coil kinks in multiple locations consistent with procedural damage. The inner/outer coil was found kinked with the inner insulation cut/damaged in one of the locations. All damage noted to returned lead was consistent with occurring at time of procedural.

Event description:
It was reported that a patient presented for an initial system implant. During the procedure it was noted that the right ventricular lead exhibited low impedance, loss of capture and failed to sense. Further inspection of the lead the physician discovered a possible insulation break in the proximal part of the lead. The lead was not used, and a new lead was implanted. The patient was in stable condition post-procedure.